Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download stopped and affected the pulling time of medication. A field service engineer (fse) connected to the stations listed in the download stopped notifications in health sight viewer. The time synchronization issue with the server was resolved. It was then discovered that the stations had disappeared from the hsv notifications. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es healthsight viewer displayed several devices listed as ¿devices with download stopped.¿ the timestamps were offset by the number of minutes indicated in the list. The customer confirmed that this issue also affected pull times for some medications. However, there were no delays, adverse events or injuries reported based on this event.